Manufacturer narrative:
(B) (4).

Event description:
The pt had her device explanted because of infection. She did intend to have the therapy implanted again once she was healed. Further info was requested.